Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that after the patient's right atrial (ra) lead was positioned the helix would not extend. The ra lead was removed and the helix extension attempted while under visual inspection. The ra lead required 30 turns and then the helix abruptly extended. After this point the helix extension required fewer turns but another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.